Event description:
It was reported that this inflatable penile prosthesis (ipp) was not filling. Surgical intervention was performed and all components were removed and replaced. There were no patient complications.